Event description:
It was reported there was a ¿lead extender¿ fracture in the last several years. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was scheduled to meet with a healthcare provider on 2013-(B)(6) to talk about her "twiddling."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v165754, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v165754, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was further reported that the patient involved was suspected to be a "twiddler." The patient had a previous set of extensions that were replaced in 2011 (related pe). After those extensions were replaced, the patient stated the extensions broken again. The physician refused to perform a revision surgery until the patient came in to discuss twiddlers syndrome. The patients current status was unknown. See MFR #3007566237-2011-07227 for the previous extension fracture.